Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that, the driver experienced a fill signal pause with no audio tone. The driver would respond by starting back up. The pt switched to back up driver with no further incident.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time.